Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy event description: user is very well known with the clip applier and uses it as intended. The surgeon has to close the handle several times before a clip is really loaded in the jaws. Intervention: device replacement. Patient status: no patient injury reported.